Event description:
Heart monitor recorder failure. (Product malfunction only). Monitor was restarted manually by monitor tech. Printer stopped working during print only. Note: no injury to pt due to printer not printing.